Event description:
It was reported that during a stenting procedure in the left internal carotid artery, the emboshield nav6 recovery catheter was catching on the proximal stent struts and unable to pass through. The patient's head was repositioned to both the right and left side and another non-abbott device was attempted, but experienced the same issue and was unable to pass though the stent. The patient's head was repositioned with the chin down and the emboshield nav6 was able to cross and remove the filter. There was no reported adverse patient effects or sequela. The patient was discharged home one day after the procedure. There was no additional information reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for evaluation. Difficulty retrieving the filtration element through the stent may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. Based on the reported information, it appears that the difficulty advancing the retrieval catheter is due to interaction with a newly placed rx acculink stent due to positioning within the lesion. The reported difficulties appear to be related to case circumstances and there is no indication to suggest a product quality deficiency. A review of the lot history record did not reveal any associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query the complaint handling database for the reported lot was performed and revealed no other incidents reported for resistance or difficulty advancing the recovery catheter for this lot. There is no indication of a product quality deficiency.